Manufacturer narrative:
The investigation for the reported failure has now been completed. The device, intended for use in treatment, was returned for evaluation. This evaluation established a relationship between the reported failures and the device, the vacuum motor was found to be defective and it also failed the blockage and leak test. The root cause was determined to be a mechanical pump failure. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
The pumps continues to alarm that the vacuum is not enough. No patient injuries were reported.